Event description:
It was further reported that restenosis is being reported as an adverse event. Per the physician, the restenosis event is listed as "definitely related" to the study stents.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report was intially submitted on august 30, 2010. This report is being resubmitted on september 02, 2010, due to a failed ack3. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 ruptured during patient use. The device was infusing the patient with colestin when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.